Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, did not find any anomalies. Visual inspection did not find any anomalies except for damage consistent with procedural damage.

Manufacturer narrative:
Correction: g3 in the previous report should be nov 24, 2021 instead of dec 3, 2021.

Event description:
It was reported that the patient presented in clinic for a follow-up. A chest x-ray revealed that the left ventricular lead had dislodged. Additionally, the lead exhibited loss of capture. The lead was removed and replaced. The patient was stable.